Event description:
On (b)(6) 2026, a patient underwent a central venous catheter placement procedure using Hickman/Leonard/Broviac Central Venous Catheter. After some time, cracks were noted at the connection point between the narrow and wide sections of the catheter that had been repaired using a repair kit. The area was subsequently repaired again using the repair kit. There was no reported patient injury.

Event description:
ON (B)(6) 2026, THE PATIENT UNDERWENT A CENTRAL VENOUS CATHETER PLACEMENT PROCEDURE USING HICKMAN/LEONARD/BROVIAC CENTRAL VENOUS CATHETER. AFTER SOME TIME, CRACKS WERE NOTED AT THE CONNECTION POINT BETWEEN THE NARROW AND WIDE SECTIONS OF THE CATHETER THAT HAD BEEN REPAIRED USING A REPAIR KIT. THE AREA WAS SUBSEQUENTLY REPAIRED AGAIN USING THE REPAIR KIT. THERE WAS NO REPORTED PATIENT INJURY.

Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS NOT PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS COULD NOT BE PERFORMED. THE RETURN OF THE SAMPLE IS PENDING. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Manufacturer narrative:
H11: Manufacturing Review: A manufacturing review was not requested as the lot number reported is unknown.Investigation Summary: The physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported repair kit fracture issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.G3, H6 (Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.